Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-03354. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the entire scs system was explanted. No abbott representatives were present at the surgery.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-03354. It was reported the patient was experiencing an overstimulation sensation which began approximately 10 years ago when she was receiving stimulation. Surgical intervention may be pending to address this issue.